Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2 014 explanted: product type screening device product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2014 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead h6: all previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97712 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type implantable neurostimulator product ID 977d260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type screening device product ID 3778-45 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2014 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient reported shocking after receiving effective therapy for a few months/years. Symptoms started during/after an airplane flight (unknown when). Reprogramming was attempted with no impact and the patient¿s neurologist wanted to have an MRI done to see the sources of their pain. The patient complied as it was reported that their therapy was not as effective. The system was explanted on 2017 (B)(6) to accommodate the MRI and the hospital has the devices which will be returned. It was asked but unknown if the issue was resolved at the time of the report. It was reported that the patient had two inss and three implanted leads however the patient¿s registry was incorrect as it showed four implanted leads and all were included on the report, but only the three leads would be mailed back. It was reported that the patient had one lead placed in the ¿occipital love¿ and the two other leads were implanted sub-q in the forehead. It was reported that one lead was purposely cut as part of explant and a second lead was fractured during removal as the physician opted to pull the lead out vs accessing the back of the patient¿s head. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type screening device product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, non-malignant pain and peripheral neuropathy. The patient reported that she had zapping pains where the leads were in her head. The patient reported that she went through an airport x-ray scanner and ever since has had zapping pain. The patient reported that she had been having ¿other issues¿ and therefore needed an MRI. No further complications were reported.

Manufacturer narrative:
Analysis of the lead (B)(4) found that all conductors were damaged (overstress damage) at the #7 electrode. Other applicable components are: product ID neu_silicone anchor serial# unknown product type accessory product ID neu_silicone anchor serial# unknown product type accessory product ID 3550-29 serial# unknown product type accessory product ID 97712 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type implantable neurostimulator product ID 977d260 (B)(4) implanted: (B)(6)2014 explanted:(B)(6)2017 product type screening device product ID 3778-45 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2014 product type lead product ID 977a260 (B)(4) implanted: (B)(6) 2016 explanted: (B)(6)2017 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
2017-07-26 crts 3586851 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, non-malignant pain and peripheral neuropathy. The patient reported that she had zapping pains where the leads were in her head. The patient reported that she went through an airport x-ray scanner and ever since has had zapping pain. The patient reported that she had been having ¿other issues¿ and therefore needed an MRI. No further complications were reported. (B)(6)2017 mpxr 459115 (rep): additional information was received from the manufacturing representative reporting that the patient reported shocking after receiving effective therapy for a few months/years. Symptoms started during/after an airplane flight (unknown when). Reprogramming was attempted with no impact and the patient¿s neurologist wanted to have an MRI done to see the sources of their pain. The patient complied as it was reported that their therapy was not as effective. The system was explanted on (B)(6)2017-09-17 to accommodate the MRI and the hospital has the devices which will be returned. It was asked but unknown if the issue was resolved at the time of the report. It was reported that the patient had two inss and three implanted leads however the patient¿s registry was incorrect as it showed four implanted leads and all were included on the report, but only the three leads would be mailed back. It was reported that the patient had one lead placed in the ¿occipital love¿ and the two other leads were implanted sub-q in the forehead. It was reported that one lead was purposely cut as part of explant and a second lead was fractured during removal as the physician opted to pull the lead out vs accessing the back of the patient¿s head. No further complications were reported/anticipated. (B)(6)2017 rp (rep): no new information. 2017-10-30 crts 3628514 (con): the patient reported that her implant was removed due to shocking and pain. They stated that an electrode was left behind in their neck, and they are unsure if anything was left in their brain. The patient¿s device was explanted on (B)(6)2017. The patient requested MRI compatibility guidelines. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that heir implant was removed due to shocking and pain. They stated that an electrode was left behind in their neck, and they are unsure if anything was left in their brain. The patient¿s device was explanted on (B)(6) 2017. The patient requested MRI compatibility guidelines. No further complications were reported.